Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was presented with primary osteoporosis and compression fracture and was treated at level th12. During surgery, ibt ruptured during inflation. There was a bone spur in front of the vertebral body. When inflating the balloon in front of vertebral body, the balloon touched with bone spur and ruptured. No patient complications were reported.

Manufacturer narrative:
Device evaluation: visual and optical examination of the ibt balloon identified a sharp cut at the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. If information is provided in the future, a supplemental report will be issued.